Manufacturer narrative:
(B)(4). Article: brandon m. Jones, md , e. Murat tuzcu, md, samir r. Kapadia, md: (catheterization and cardiovascular interventions,prepublication: pushing with the pigtail: a novel approach to placing the mitraclip in a patient with a severely restricted posterior mitral leaflet. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Potential causes for failure to adhere or bond to the leaflets/difficulty grasping leaflets can include, but are not limited to, user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets), manufacturing anomalies, patient condition, difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency.

Event description:
This report is being filed for the recurrent mitral regurgitation. It was reported through a research article that the mitraclip was used in a patient with severe mitral regurgitation (mr) due to a restricted posterior leaflet. Details are listed in the attached article, pushing with the pigtail: a novel approach to placing the mitraclip in a patient with a severely restricted posterior mitral leaflet written by kapadia et al. Since the patient was not a surgical candidate, the patient was referred for the mitraclip procedure. The procedure was performed using multi-detector computed tomography (mdct) with fluoroscopic overlay to assist with positioning. It was not possible to simultaneously grasp both mitral leaflets due to the severe posterior tethering. A 5-french pigtail catheter was advanced from the femoral artery into the left ventricle to press the posterior leaflet towards the anterior leaflet, allowing both leaflets to be simultaneously grasped by the mitraclip, which was ultimately deployed. Two mitraclips were implanted reducing the mr from 4 to 1 to 2. Almost three years after the clip procedure, the mr is stable at 2+ and nyha class I-ii symptoms.

Manufacturer narrative:
(B)(4). Estimated age, event date, implant date. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.